Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and magnetic sensor functionality test evaluation of the returned device was performed following bwi procedures. Visual analysis revealed a reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and no magnetic sensor error was displayed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the magnetic issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use state: do not scrub or twist the distal tip electrode during cleaning. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a reddish material and a hole in the surface of the pebax. It was initially reported by the customer that a map magnetic distortion error displayed when physician would come on ablation and the catheter would jump outside of the fam (error number unknown by caller). Caller stated that they shifted around the patient table without resolution. The cable was replaced without resolution. The catheter was replaced and the issue resolved. The procedure continued. The customer's reported magnetic sensor issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 18-jul-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.